Event description:
Event description guidant received information that in an attempt to interrogate this implantable cardioverter defibrillator (ICD) a 200f (unknown signal) error code was displayed using two different programmers. Magnet application would not elicit tones. It is not known when the patient's last follow up was. A guidant technical services representative discussed that this device may be past eri and because it can not be interrogated, it should be immediately replaced.